Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle, adhesive around the objective lens, adhesive around the light guide lens, plastic distal end cover, bending section cover, and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.